Event description:
It was reported the programmer will not boot up to the main screen. It was further reported the programmer rf (radio-frequency) head will not find devices. The programmer and rf head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer will not boot up to the main screen. Device locks up on medtronic logo. (B)(4) intermittent telemetry. Rf (radio frequency) head cable found out of electrical specification.